Event description:
The customer reported error messages and couldn't use the system. The fse reported that the system would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.